Manufacturer narrative:
The device was returned to the manufacturing facility in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The resmed service centre in (B)(4) received and evaluated returned astral device. The reported battery charging issue was not confirmed; power source testing showed that the battery was charging. The device passed all service tests and the device evaluation resulted in "no fault found." Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. (B)(4).